Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a blank display. The customer's blood glucose reading was unknown. The customer's device was not present at the time of call and no troubleshooting could be performed. The insulin pump was not replaced or returned for analysis.